Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/07/2016. The fse found non-numeric wbc results. He replaced the wbc bath to correct the non-numeric wbc results. The repairs were verified per established service procedures. (B)(4).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered non-numeric wbc results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.